Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and dehydration. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with dehydration. Symptoms reported include hyperglycemia and vomiting. The patient was treated with an intravenous fluids.